Event description:
It was reported that an ilet user experienced recurrent ¿unable to proceed¿ with alert 38 during rewind and dry run, which began the same day and persisted despite multiple restarts, consistent with a motor stall in the insulin delivery system. Symptoms included no reported adverse clinical effects. Outcomes included no changes in therapy, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education, verification of power status, dry run testing, and replacement of the device. Investigation of this case revealed consecutive stalled motor events associated with the insulin motor assembly, consistent with a device malfunction affecting the pump¿s drive mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.